Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: the weight the device within specification, creases fold, yellow particles on the shell, deformation and cloudy and voids in the gel. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture. Baker grade iii and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.